Manufacturer narrative:
Follow up report will be filed if additional information becomes available.

Event description:
It was reported tha the intra-aortic balloon (iab) could not be advanced through the sheath. As a result, everything was removed and the procedure was started over.